Event description:
It was reported by the clinician, the catheter was placed in 2008 in a 50+ female pt diagnosed with cancer. The catheter was removed four days later with normal resistance. The catheter tip was inspected and discovered that a portion of the tip remained in the pt. The pt was counseled on the risks of attempting to remove the catheter and upon recommendations by the physician, the catheter tip was left in the pt. A CT scan was performed and no catheter tip was visible on the image. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.